Event description:
It was reported the user received a shock from the unit. Visual examination of the switch and its components revealed no defects. Testing of the unit revealed no break in continuity, and we were unable to duplicate the reported event.